Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the clinician was holding the catheter in which hub was noted to be fractured and it is not clear if it was completely broken. The second photo shows the label in which product details was mentioned and verified with tw details. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain catheter. Post the procedure on (B)(6) 2025, a compliant issue was identified involving a break in the body of the drainage catheter. The procedure was completed using another device. There were no reported patient injury.

Event description:
On (B)(6) 2025, during a percutaneous transhepatic cholangial drainage (ptcd) procedure performed under ultrasound guidance, the package and product were inspected prior to use and found intact. Post procedure, a compliant issue was identified involving a break in the body of the drainage catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.